Manufacturer narrative:
The detected root cause, a fatigue fracture of the wireguard and coil wire, is in line with the reported intermittent sound. It is assumed that the implant was exposed to significant mechanical stress during the surgical procedures and as in addition the coil was positioned over a thick muscle finally cyclic loads (i.e. Chronic implant movement) has very likely led to this fatigue fractures of the wires and wireguard. In addition the recipient reported pain with and without the use of the audioprocessor since implantation surgery. Pain is a known undesired side effect of otologic surgery. This is a final report.

Event description:
The user reported limited benefit from device since implantation. There are no reports of any accidents or trauma. He wears the device consistently but does not hear anything. Per surgical report the coil was placed on top of the thick muscle rather than within a periosteal pocket. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user received limited benefit from the device at activation. At the follow-up appointment he reported no sound or benefit from device. He wears device consistently but does not hear anything and has pain that varies daily. He has taken over the counter pain medication daily since surgery due to pain he experiences with and without processor on.